Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient reported sudden pain in the right hip and inability to exercise when getting up from a sitting position. X-ray evidence of the cone fracture. Bfarm case number: (B)(4).

Manufacturer narrative:
Section b.4: the description has been updated/ section h.6: investigation codes has been updated.

Event description:
Allegedly, the patient reported sudden pain in the right hip and inability to exercise when getting up from a sitting position. X-ray evidence of the cone fracture. Additional information received on 03/26/2024: x-ray overview of the pelvis and hip joint on the right axial from (B)(6) 2022: the pelvic overview image shows that the implanted prosthesis on the left is properly seated. However, there is a fracture of the femoral neck fragment of the right prosthesis when it is seated properly the shaft and the socket. Bfarm case number: (B)(4).